Event description:
Information received by medtronic that the insulin pump was not delivering bolus. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Per saavedra, leydis - prin software engineer: analysis: per pump history recorded on august 10, 2022 (system time), the following boluses were programmed and delivered: (please see attached data for the boluses listed from the pump history file). Conclusion: pump performed as expected. All programmed boluses were delivered. There was no cyber issue found. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump was programmed with multiple test boluses and monitored. All boluses delivered properly and was recorded in the pump history screen. No bolus anomaly noted. There were 102 boluses listed in the pump history file. Please see the first 10 boluses below on the event date. 08/10/2022 00:04:45.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1autobolus (9); normalbolusamountprogrammed: 3000 (0.3 u); bolusamountdelivered: 3000 (0.3 u); 08/10/2022 00:09:37.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1microbolus (5); normalbolusamountprogrammed: 500 (0.05 u); bolusamountdelivered: 500 (0.05 u); 08/10/2022 00:14:39.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1autobolus (9); normalbolusamountprogrammed: 1000 (0.1 u); bolusamountdelivered: 1000 (0.1 u); 08/10/2022 00:19:36.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1microbolus (5); normalbolusamountprogrammed: 500 (0.05 u); bolusamountdelivered: 500 (0.05 u); 08/10/2022 00:24:37.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1microbolus (5); normalbolusamountprogrammed: 500 (0.05 u); bolusamountdelivered: 500 (0.05 u); 08/10/2022 00:29:37.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1microbolus (5); normalbolusamountprogrammed: 500 (0.05 u); bolusamountdelivered: 500 (0.05 u) 08/10/2022 00:34:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 08/10/2022 00:39:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 08/10/2022 00:44:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 08/10/2022 00:49:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) there were no user suspended alert or auto suspend alarm noted on the event date in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Cybersecurity - hacking allegation not confirmed. Possible under delivery anomaly not confirmed. Bolus anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.